Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of far r-wave oversensing resulting in inappropriate mode switch and loss of biventricular pacing was noticed on the device. Device reprogramming is anticipated. The patient was stable.